Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6. Corrected fields: d10. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: restriction to the suction flow. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: needle tip stuck in the suction cylinder port caused the restriction to the suction flow. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blunt tip needle stuck in the port. The issue occurred during reprocessing of the device. There was no patient involvement.